Event description:
A physician was using a gelmark ultra biopsy site marker during a biopsy procedure. On removal of the application from the mammotome biopsy probe, the md observed that the tip had sheared off. The tip is presumed to be in the patient's breast. There was no pt adverse effect.